Event description:
The lay reporter contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate high readings on the patient's one touch verio iq meter. A medical surveillance specialist (mss) sent follow up questions and the customer service advocate (cca) was able to speak to the patient and obtained the following information: the patient mentioned that he visited the lab on (B)(6) 2012 and compared his meter reading to the lab. He had tested on his meter after going to the lab and obtained a result around 8.5 mmol/l ( 153 mg/dl) . Readings were done within 10 minutes from one another. On (B)(6) 2012 he was told that his lab reading was 6.2 mmol/l (111 mg/dl). The patient was advised by the technician at the lab to "take away 2 points from his reading to adjust his insulin since that was what the meter was different from the lab". Patient started to "take away 2 points" starting on (B)(6) 2012. On (B)(6) 2012, at around 4:00pm he tested his blood glucose and obtained an 8. 4 mmol/l. The patient then took 20units of novorapid insulin (usual dosage at lunch) and a couple of hours later he developed symptoms of feeling sweaty. He then drank ½ of a mini can of (B)(6) and did not contact his physician for assistance. He did not test until later that evening; however, does not recall the reading, since he does not have the meter available with him. The test strip vial was not cracked or broken. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The product was replaced. The result from the meter to lab falls within the b zone of the consensus error grid. The complaint is being reported since the patient alleged that due to the alleged high readings, he took insulin and later developed symptoms of feeling sweaty and had to self-treat with (B)(6).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.